Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.

Event description:
Pt reported a metallic taste and cardiac problems following the use of the pain pump on (B)(6) 2010. She was treated in the ER. She then had a psychological breakdown and is being treated with psychological medications. The physician stated that the pump did not malfunction, finishing in the expected timeframe, and did not feel the pt suffered from drug effects as the symptoms experienced were ongoing.